Event description:
It was reported that the left ventricular (lv) lead displayed phrenic nerve stimulation. The lead was explanted and replaced using a guidewire. Approximately one and a half hours after the procedure, the patient experienced a hypotensive episode and the crash team was called. A transthoracic echocardiogram (tte) indicated that the patient had a small pericardial effusion. The patient experienced a severe headache and had a computerized tomography (CT) scan. The patient's blood pressure was noted to have stabilized later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the previous pre-operative echocardiograms confirmed that the patient had a space in the pericardium consistent with what was thought to be an effusion. The physician confirmed that the lead extraction had no consequence on the echocardiogram findings, and was not the cause of post-operative hypotension.